Event description:
The account alleges that during a routine aero tracheobronchial polyurethane stent follow-up appointment for a female cancer patient currently receiving palliative care due to cancer. The aero stent was placed for a cancer-related stricture approximately two weeks ago without issue. The patient received one treatment of radiation therapy post-stent implant on an unknown date. During the follow-up appointment, the physician noted some narrowing and with minor granulated tissue [connective tissue] present at the aero stent site. The interventional pulmonologist recommended removing the existing aero stent and upsizing it to a larger stent for the patient. During the stent removal procedure, a merit pulmonary balloon dilatation catheter was used to dilate the inner diameter of the stent under fluoroscopic guidance and an attempt to remove the stent with a pair of raptor forceps was initiated successfully. The actual stent removal process was unremarkable. Soon after the stent was removed bleeding was noted at the stent site. Suction was attempted but unsuccessful in controlling the hemorrhaging. The patient became hemodynamically unstable and a code blue was initiated. Life-saving protocols were attempted for this patient with no success. The patient expired early afternoon [approx 2 pm 8-22-2024] in the procedure room. The physician states the merit balloon and aero stent system did not malfunction during this procedure, both medical devices operated as intended. No device returning at this time.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A review of the device history record and complaint database could not be performed as a lot number was not provided.